Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that the insulin pump had motor error alarms and then they cannot rewind the insulin pump. The customer blood glucose level was 160 mg/dl to 180 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer states the insulin pump possibly exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states they were rewinds the insulin pump and then a quarter then it says a motor error alarm. Customer states the motor error on insulin pump and then it was not working. The device will be returned for analysis.